Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -11.00 (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -11.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. Refractive surprise was noted in (B)(6) 2015. The icl was explanted on (B)(6) 2015 and exchanged for a similar lens model but different diopter size. The resolved the problem. , post-op, ucva was 20/20 see MFR. #2023826-2015-01535 for left eye.

Manufacturer narrative:
(B)(4).